Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2013 at 21:26:43. During night drain cycle six, the patient's ultrafiltration reading was 8557ml, indicating the home patient drained 8557ml more than their maximum programmed fill volume of 2200ml. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned to baxter and an evaluation was completed. The increased intra-peritoneal volume (iipv) event was identified during review of the event history log. The cause was determined to be due to an unexpectedly high ultrafiltration for therapy compared to other therapies. Should additional relevant information become available, a follow up medwatch will be submitted.